Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the basket wire was deformed and the failure of the bml-v437qr-30's removal occurred. And omsc surmised that the wire of the bml-v437qr-30 was broken since the wire was subjected to a load when the user used the subject device or the connection between the bml-v437qr-30 and the subject device was not adequate. The above device handling has warned in the instruction manual as follows. Do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. Make sure to have the stopper and the bml handle connected. If the instrument separates from the bml handle during operation, the pipe may break or become uncontrollable. Also, the coil sheath and wire with calculus engaged may not be removed from the body.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device and single use mechanical lithotriptor v bml-v437qr-30 were used. In the procedure, the bml-v437qr-30 could not be removed from the patient. The user tried to crush the calculus with the subject device. However, the basket wire of the bml-v437qr-30 was broken and the bml-v437qr-30 could not be removed from the patient. The user canceled the procedure and placed a stent covered the broken wire for endoscopic nasobiliary drainage in the patient body. The user will implement an additional treatment. The user stated that the connection between the subject device and the bml-v437qr-30 was not adequate in this event. No further information was provided.